Event description:
Approximately 12 mm of the tip from a asahi intecc co., ltd. Prowater cardiac/peripheral vascular guidewire broke off in the distal left anterior descending artery (lad) and was retained in patient. Attempt to retrieve retained tip was unsuccessful. Fragment was stented over with a 3.0 x 15 mm xience drug-eluting stent to trap the wire behind the stent struts. Product- vascular guidewire; strait tip prowater; 0.014 in x 180 cm, 3 cm ptca 20 cm-coil 0.8 gr.